Event description:
It was reported that this patient had previously received an inappropriate shock. The patient also recently received an additional inappropriate shock due to oversensing of the change in r-wave amplitudes. The system was subsequently reprogrammed to secondary sensing vector. No adverse events were reported.